Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and identified as hydrocarbon-based "wet solid with orange color foreign material", and appeared to be grease or oil. It was further presumed to have not originated from the endoscope. It was presumed that contamination that could not be removed from the channel, residual stains that were difficult to remove, and accumulation of dried residue may have caused the suggested event. However, as it was difficult to analyze further what, when, and how the orange foreign material was deposited from the actual device, it was not possible to further determine the cause of the problem. The suggested event could be reduced/prevented of the occurrence of the suggested event by following below instructions for use (IFU): reprocessing manual 5.5 reprocessing the endoscope (and related reprocessing accessories) ¦brush the channels ¿ be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. In order to prevent recurrence of the suggested phenomenon, it is suggested that the user facility review the method of the handling of the chemicals and cleaning solutions used in combination with endoscopes during procedures and reprocessing, as well as the use of cleaning brushes. It is also recommended that the user facility continue to conduct pre-use inspections and request periodic inspections from olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that they had a reprocessing problem with the evis lucera elite colonovideoscope. The customer alleged that when the forceps channel/suction port was brushed, the brush tip was stained orange. The issue was observed during reprocessing after a normal diagnostic examination without the use of staining agents. It was a defect in the reprocessing and there was no effect on the patient or the procedure.